Event description:
The customer reported via phone call that the day before she was found unconscious in the morning and at night the ambulance had to go to her house and she was given glucagon. The customer stated that the past winter she broke her left arm and after almost healing, she fell again 2 weeks later and broke vertebrae. She also mentioned she had a heart attack at some point between those events. Customer stated that she believes she was counting the carbohydrates incorrectly and she was trying to lose weight. She's working on studying more on counting carbs. The customer also reported she that about a year ago she swam with the insulin pump during physical therapy. She left it out to dry and hasn't had any problems with it. The customer needed assistance with changing her basal rate settings. She was assisted and was able to change some of them and wrote the steps to change the rest.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.